Event description:
The white reload was an incidental return included with the stapler with no allegation made against this product.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the white reload to perform failure analysis. The reload was found to have the blade rotated within the knife track. The blade was not exposed above the surface. There was also cartridge damage noted at the site of the rotated blade. Additional observation(s) related to customer reported complaint: the reload was found to have cartridge damage. The cartridge was damaged in between the knife track at the site of the blade rotation. The reload parts were not separated for inspection due to the reload being transferred to engineering for further analysis. The reload was returned along with sureform 45 stapler. Advanced failure analysis was completed, and the initial findings were partially confirmed. The procedure logs were reviewed and aligned with the reported complaint. Logs show multiple successful fires, prior to a firing failure with a white reload. The firing completed to ~72% completion, which aligns with the forward progress of the blade on the returned reload. The blade was found to be lodged into the right-side t-slot wall. It appears that some force caused the knife to rotate within the knife seat of the shuttle. Additional skiving cartridge damage was observed to both the bottom and top edges on the right-side t-slot wall. Significant cartridge damage was observed near the blade's final location, which was caused by the rotation of the blade. The material was skived and deformed. The right foot from the base of the blade was found broken off and lodged into the cartridge wall material closer to the 50% progress mark. The blade was also found to be bent significantly to the right. The rotation of the blade resulted in deformation and fracture of the shuttle knife seat. There was no significant damage to the blade cutting edge, however there was some damage to the top point of the blade. The skiving damage, blade and shuttle fractures, and blade rotation suggest a force caused the knife to angle to the side during the firing process. The break of the shuttle seat allowed the knife to angle even further forward and to the right, causing skiving damage to the reload t-slot material as it was pushed forward by the I-beam during the firing. No material appears to be missing from the cartridge or shuttle. The interaction between components likely led to a spike in firing force until the force reached the pre-determined threshold and triggered a partial fire. 30 point firing force snapshot shows the forces of the firing continually increasing linearly, until it reached over 700 n after ~34mm of travel. The sharp increase in firing force likely occurred as the knife became lodged and the I-beam was pushing forward. Evidence does not suggest firing across a previous staple line, however, may be related to some other obstruction, or high loading. A lodged staple was found after disassembly of the reload body. The staple was fully formed and lodged behind the shuttle. The probable root cause of lodged staple is attributed to the use conditions. The probable root cause of the cartridge and shuttle damage is related to the rotation of the blade within the t-slot.